Event description:
Technician reported that when the brakes were engaged, the casters did not hold.

Manufacturer narrative:
Technician adjusted the brakes to repair this stretcher. Technician found this stretcher out of service in the basement and there were no alleged injuries.